Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/27/2013 with the following findings: a review of the pump¿s history showed several unexplained reboots. The battery compartment was returned undamaged, however, evidence of moisture corrosion was found in the battery compartment. The pump passed a leak test. The battery cap was undamaged; and the pump was able to perform the rewind, load, and prime sequences successfully. The pump was exercised successfully for 24 hours on a 1 unit per hour basal rate. The pump cover and no damage or moisture corrosion was found internally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (moisture ingress) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.